Event description:
A user facility biomedical technician (bmt) reported the 2008t hemodialysis (hd) machine displayed a low temperature message. There were no audible alarms because the dialysate lines were on the shunt. The temperature was 7.5 °c and post temp sensor read 32.0 °c. The relay voltage was checked at the distribution board and when one of the wires were touched it was found it was loose and gave a spark. The bmt was advised to reseat the heater rod wires in the distribution board. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported the 2008t hemodialysis (hd) machine displayed a low temperature message. There were no audible alarms because the dialysate lines were on the shunt. The temperature was 7.5 °c and post temp sensor read 32.0 °c. The relay voltage was checked at the distribution board and when one of the wires were touched it was found it was loose and gave a spark. The bmt was advised to reseat the heater rod wires in the distribution board. Additional information was requested but was not received to date.